Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 155 mg/dl at the time of the call. The customer stated the drive support cap is sticking out of the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump had broken battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.